Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for draw volume with the incident lot was observed. Additionally, evaluation of the customer samples was performed and draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter: 5 cpt tubes were improper vacuum! Our team (each time a different nurse) failed to pump 8ml of blood (less than 4ml) because the vacuum is stuck. Additionally,the bd sales consultant provided the following additional information: I visited the facility where they draw the blood, in addition I spoke with 2 phlebotomists which used the tubes: - tubes expiry date is 31/10/2020 - tubes are stored in a medical warehouse at a cool temperature in their original boxes, no direct sun light. - they use 21g wingset, they ensures that the tube is pressed to end of holder during blood drawings. - order of draw: cpt tube is second. - blood draw method is same every time. - patients are healthy(blood drawings is for research purpose). - they draw up to 16 tubes per day until now. - improper tubes has partial draw between 3-4ml instead of 8ml at different patients, different time and different phlebotomist. - total improper vacuum is 8 tubes ( current box: 6 tubes - until now. Last box: 2 tubes).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter: 5 cpt tubes were improper vacuum! Our team (each time a different nurse) failed to pump 8ml of blood (less than 4ml) because the vacuum is stuck. Additionally,the bd sales consultant provided the following additional information: I visited the facility where they draw the blood, in addition I spoke with 2 phlebotomists which used the tubes: tubes expiry date is 31/10/2020. Tubes are stored in a medical warehouse at a cool temperature in their original boxes, no direct sun light. They use 21g wingset, they ensures that the tube is pressed to end of holder during blood drawings. Order of draw: cpt tube is second. Blood draw method is same every time. Patients are healthy(blood drawings is for research purpose). They draw up to 16 tubes per day until now. Improper tubes has partial draw between 3-4ml instead of 8ml at different patients, different time and different phlebotomist. Total improper vacuum is 8 tubes ( current box: 6 tubes - until now. Last box: 2 tubes).